Event description:
The customer reported that the tile data on the central nurse's station (cns) went blank with only the patient names and room numbers displayed. The same occurred at the remote nurse's station (rns). The customer also reported that the issue resolved on its own after 10 seconds. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the tile data on the central nurse's station (cns) went blank with only the patient names and room numbers displayed. The same occurred at the remote nurse's station (rns). The customer also reported that the issue resolved on its own after 10 seconds. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer also failed to provide the logs and printouts necessary for the investigation into the issue. No further issues were reported for this device. As the cns receives data from the bedside monitors through a network, a likely cause is related to the hospital's network environment. The issue could not be investigated due to the customer not providing the necessary logs. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni) as an attempt to obtain information was made, but not provided: a2 - a6 b6 b7 d10 attempt #1 07/21/2021 emailed customer via microsoft outlook for all items under the no information section. The customer replied that the requested information was "unknown." Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) data went blank with only patient name and room number being displayed. The same occurred at the remote nurse's station (rns). The customer also reported that the issue resolved itself after 10 seconds. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) data went blank with only patient name and room number being displayed. The same occurred at the remote nurse's station (rns). The customer also reported that the issue resolved itself after 10 seconds. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.